Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the wake button is now stuck down and no longer functional. Customer did not have a power cable at the time of the call to determine if the pump still turned on when plugged into a power source. There was no reported impact to customer's blood glucose(bg) level. Customer stated that they have not checked their bg levels. It was indicated that the customer has back up manual injections for continued insulin therapy.